Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). No further information provided (x-rays, surgical report, photographs, lab test). The product was returned and lab analysis was performed. The product analysis shows that the product has been returned in spare parts. Indeed, it can be noticed that two parts of the piece was broken on the top of the product. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the raw material certificate could not be performed as it was not available. A complaint extract was done regarding instrument fracture: 4 complaints (4 products), this one included, have been recorded on avantage impactor tip 60mm, reference a4640060, from january 01, 2018 to april 08, 2021. 2 complaints (2 products), this one included, have been recorded on avantage impactor tip 60mm, reference a4640060, batch 1229119. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. A summary of the investigation has been transmitted to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, by the hospital, that the instrument broke during surgery. No adverse health consequence has been reported as the result of this malfunction.